Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. Additionally, to provide a correction to the initial d8. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the phenomenon of no image occurred due to image guide damage. However, the root cause of the phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that during a diagnostic bronchoscopy there were no error messages, the screen was black. The procedure was prolonged by the user having to retrieve another scope from the scope room. Prolonged period was around 5 minutes. The procedure did not need to be cancelled or postponed. The condition of the patient was not impacted by the failure. The reported problem did not affect the diagnostic or therapeutic outcome of the procedure. No medical intervention (i.e. Treatment outside the scope of the procedure) required as a result of the reported problem. No other devices connected to the subject device when the failure occurred.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of ¿no image¿ was confirmed. The device evaluation found scope had fluid invasion and is comprised of some non-olympus objective lens parts. Additionally, olympus endoscope system image stain, image guide breakage. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis eus ultrasound bronchofibervideoscope had a no image problem. The issue was found during preparation before use inspection for an unspecified procedure. There were no reports of patient or user harm associated with this event.